Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. All seals were intact. No damage on top case. All hinges on bottom case are cracked. Plunger head is cracked by screws. No visible contamination. Force sensor test error found in event history log. The technician performed power up process and calibration verification test. Unable to duplicate reported issue. Steady state reading of the force sensor (with no pressure on it) 0= count 36 and 0.00 pound (lbs) 5= 4.52 lbs. And 15=15.03 lbs. The root cause of the reported issue was found to be that the customer disturbed the pump (perhaps loaded a syringe) during the pumps start-up self test, which caused the "check force sensor test alarm". The technician replaced the plunger cable and left plunger case as preventive measure. Powered up, re-calibrated force sensor and device passed all the functional test.

Event description:
It was reported that the force sensor error/ intermitting. No patient injury was reported.